Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation of a heavily calcified and heavily tortuous vessel in the left anterior descending (lad) artery. The graftmaster failed to cross the lesion due to the anatomy. There was no resistance during removal and there were no other device issues noted. Another same size graftmaster was used to complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9/h3: subsequent to filing the initial report, information was received stating the device would be returned.